Event description:
The following information was provided: dair orthinox head and trident liner exchange for infection. Notification only . Originally implanted 2006.

Manufacturer narrative:
The following devices were also listed in this report: cat#; device name; lot#: 621-00-28e; trident 0° crossfire insert 28 mm ID; 17422101. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.